Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion that the balloon could not be inserted through the sheath provided with the insertion kit. A new sheath was used and the iab was inserted successfully. There was no reported injury to the patient.

Manufacturer narrative:
Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion that the balloon could not be inserted through the sheath provided with the insertion kit. A new sheath was used and the iab was inserted successfully. There was no reported injury to the patient.

Manufacturer narrative:
The iab was not returned for evaluation. The extender tubing was returned and no blood was visible on it. The insertion kit was returned without the guidewire. The sheath was returned for evaluation. The returned sheath was measured and it was found to be within specification. A laboratory insertion test was unable to be performed because the iab was not returned. We are unable to confirm the reported difficulty during insertion because the iab was not returned and thus we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion that the balloon could not be inserted through the sheath provided with the insertion kit. A new sheath was used and the iab was inserted successfully. There was no reported injury to the patient.